Event description:
It was reported that in cardiosave intra aortic balloon pump(iabp) ac cable got caught on metal cover inside unit resulting in puncturing the cable before use. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.